Event description:
It was reported that a customer encountered a cracked and shattered touchscreen on their pump, rendering it illegible and unusable. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer to put the pump into storage mode and arranged for a replacement pump, confirming the shipping address and the process for returning the defective pump. The customer would use multiple daily injections as a backup therapy to ensure continuous insulin delivery.